Manufacturer narrative:
Mml reference #: (B)(4). The device was not returned, and an analysis could not be performed because the lead was damaged during the explant, and parts were left inside the patient. Therefore, the alleged out-of-range failure cannot be confirmed. The device history record was reviewed, and no nonconformances were found to be associated with the out-of-range failure.

Event description:
It was reported that the patient underwent revision surgery due to the progression of out-of-range/high impedance failure of the left lead. There was no report of patient harm or injury. During the explant procedure, the left lead broke. The lead fragments were left inside the patient at the surgeon's discretion, and the patient consented. A new lead was implanted successfully. There was no report of patient harm or injury.

Event description:
It was reported that the patient underwent revision surgery due to the progression of out-of-range/high impedance failure of the left lead. There was no report of patient harm or injury. During the explant procedure, the left lead broke. The lead fragments were left inside the patient at the surgeon's discretion, and the patient consented. A new lead was implanted successfully.

Manufacturer narrative:
Mml reference #: (B)(4).